Event description:
It was reported that the device was contaminated. A 1.50mm rotalink burr was selected for use. During preparation, a hair was found inside the sterile package. The procedure was completed with another of same device. No patient complications were reported.